Event description:
Procedure: roux-en-y. According to the reporter: the orvil was stuck in patient's esophagus, and the sutures released without much force being used. The gi specialist came in and did an intraoperative egd and retrieved the dislodged orvil and then an orvil 21mm was used and passed through without problems. There was no bleeding reported in excess of 250cc. There was no unanticipated tissue loss. Operative time was delayed approximately thirty to forty five minutes.

Manufacturer narrative:
(B)(4).